Manufacturer narrative:
Philips service replaced the support battery, and the system boots reliably. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system screens remained black, suspected to be caused by a power or firmware issue on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.